Event description:
It was reported that non-sustained rv lead oversensing due to myopotential oversensing was observed on the right ventricular channel. The patient had unrelated anxiety symptoms, dizziness and palpitations. It was reported that the oversensing did not have any relation to the patient¿s symptoms. Programming changes were made. Patient will continue to be monitored.